Manufacturer narrative:
The customer responded to physio-control's request for additional information about the patient.  Additionally, the customer advised that the patient had been in an ep ablation procedure due to a history of ventricular tachycardia (vt).  Medical personnel had used hard paddles to deliver defibrillation therapy to the patient.  There were no adverse effects to the patient as a result of the reported issue.  The patient survived the event. Physio-control evaluated the customer's device, but was unable to test the defibrillation function due to case damage at the device's therapy connector.  The therapy connector was pushed in to the front case.  As a result of the damage, it would be difficult for a therapy cable or a hard paddles assembly to be properly connected which could delay, or prevent, defibrillation from being delivered.  Physio-control contacted the customer to advise them of this damage. The customer advised that they did not notice the damage prior to returning the device to physio for evaluation. Physio then opened the front case and properly reseated the therapy connector.  Once this was completed, physio confirmed that the device could charge and shock when prompted.  Physio has provided the customer with an estimate for repair and is currently awaiting a response. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that medical personnel had attempted to provide a 200 joule shock to a patient using hard paddles; however, when the device was charged there was no tone, and when they attempted to shock they observed an "abnormal energy delivery" message on the device's display. An "abnormal energy delivery" message could be indicative of an issue with the device whereby energy was either reduced, or not delivered, at the time of the attempted shock. Shortly thereafter medical personnel were able to successfully deliver a 200 joule shock to the patient. The patient had been in their facility's electrosurgery unit for a procedure when medical personnel observed that the patient had a wide complex ventricular tachycardia heart rhythm and attempted to shock. The customer advised that there were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control downloaded the electronic record from the event for review.  Physio was able to verify the reported issue, noting that an "abnormal energy delivery" event was logged by the device during the event when the customer was attempting to shock the patient. The customer later rejected the repair estimate provided by physio-control and requested that their device be returned to them unrepaired.  Although physio-control initially reseated the therapy connector in order to test the device, it will remain loose until the recommended repairs have been completed.  Physio-control has advised the customer to complete necessary repairs prior to placing the device back into service for use.  The device was then returned to the customer unrepaired.  The cause of the reported issue could not be conclusively determined.